Event description:
It was reported that pump experienced malfunction alarm with code malf 16 and no notable events occurred before issue. There was no adverse impact to the customer's blood glucose level. Customer planned to use multiple daily injections as backup therapy, and technical support confirmed pump was in warranty, arranged shipment of replacement pump without requiring signature, and instructed customer to place malfunctioning pump in storage mode and return it within 10 days using provided ups materials. Customer was also advised to program pump settings and reconnect continuous glucose monitor on replacement pump, and caller understood and acknowledged all instructions.